Manufacturer narrative:
H10: per the customer¿s response, reprocessing was not conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. However, it¿s likely the cause is related to reprocessing deviating from the instruction manual. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 establishment name: (B)(6). Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the water tightness is lost due to damage on upward/downward angulation control knob; bending angle in up direction did not meet the standard value, the play of upward/downward angulation control knob is out of the standard value due to wear of angle wire; water removal ability does not meet the standard value due to clogging of nozzle; adhesive on bending section cover had chipped and had a white clouded area; switch 4 had a wear; universal cord had a scratch and wrinkle; protector of universal cord on suction connector side was shaved; an image is frozen and recorded on its own due to damage on switch 4; connecting tube, grip had a scratch; plastic distal end cover, suction connector had a dent; adhesive around light guide lens and objective lens had white clouded area; connecting tube, air water cylinder had discoloration; paint on suction cylinder was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had poor response when pressing the release button. There were no reports of patient involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out of nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.